Event description:
Caller alleged imprecision with the inratio2 meter. Complaint summary: date: (B)(6) 2013, inratio results: (7.3, 6.2, 4.9). All results obtained within 2 hours. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.